Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Upon evaluation of the device the following was noted: the stylet was partially inserted on return. The thumbscrew of needle adjuster was not tightened. The needle was fully retracted into the sheath upon return, the needle was broken approximately 2.5cm missing, tip was not returned, the break was further back than distal notch. Needle advances fine. The customer complaint is confirmed as needle broken. Prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "the physician was advancing the needle into a hard node and the needle bent. The physician used some force and the needle snapped. The tip of the needle was able to "be retrieved" successfully with biopsy forceps. A new product was used to complete the procedure. There was no harm to the patient."